Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test at least once a day, in the last three days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and passed the self test. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.